Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at device change-out, externalized conductors were observed between the rv and svc coils. All electrical measurements were within range. Patient to be monitored.